Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a surgical procedure where rhbmp-2/acs was mixed with autograft and placed into a ¿legacy cage¿ and placed in the l5-s1 disc space via a posterior approach. In (B)(6) 2012, the patient developed a very large seroma in her lumbar spine. Reportedly, this was an inflammatory reaction that necessitated another surgery. The patient has required extensive medical treatment, including having to undergo additional surgeries. The patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.